Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the blurry image was caused by moisture inside the charged coupled device. The most probable cause of the complaint is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head experienced a blurry image and a failed leak test. There was no patient involvement.